Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the patient experienced a hypersensitivity reacion. In 2004 the patient had two taxus express2 drug eluting stents deployed; one implanted in the right coronary artery and the other in the circumflex artery. The sizes of these stents were 3.0 x 32 mm and 2.5 x 12 mm. A third taxus stent, size 2.5 x 20 mm, was placed in the left anterior descending artery in february 2005. Following the third stent placement the patient experienced swollen eyelids and a rash on their arms and legs. These symptoms sufaced within a week following the last procedure. They were seen by their cardiologist who though they were having a reaction to the zocor. He replaced the zocor with vytorin but their symptoms appeared ot worsen. All of their medications were discontinued with the exception of plavix and toprol. The patient was then seen by a dermatologis who started them on benadryl to help with the symptoms. The benadryl was ineffective so zyrtec was prescribed. After 2-3 days of zyrtec their symptoms had disappeared. The cardiologist had reviewed all information and did not feel their complaints/concerns are related to the stent or the drug coating. The cardiologist asked that they consult their primary physician. The patient was recently seen by an alergist who,according to the patient, has an allergy to nickel. The nickel content of the stainless steel stent is 10-14%.